Event description:
It was reported that during an open total gastrectomy, an error occurred at a pre-run test. The device became to pass the pre-run test after the handpiece was replaced. But, the device became not to be activated with the hand switch soon. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The instrument was connected to a gen11 past the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation.